Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The device went into backup vvi during a cyber security firmware update. A device download was performed successfully with the original firmware version. The patient was stable and asymptomatic during the device check and will be monitored routinely.